Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. This report is being submitted late because this event occurred in a subject enrolled in an (B)(4) and the event was reported to the FDA on (B)(4) 2013. On (B)(4) 2014, second sight received clarification from the MDR branch ((B)(4)) that this event should also be reported.

Event description:
It was reported that this subject was implanted with the argus ii device as part of a clinical trial of the argus ii. In (B)(6) 2012, the subject was diagnosed with a serous retinal detachment. The physician did not feel the event required intervention and continued to observe the detachment regularly. In (B)(6) 2012, the surgeon changed the diagnosis to a shallow rhegmatogenous detachment, and noted the size was reduced since initial diagnosis. The detachment was shallow and stable, with no change in the function of the argus ii device. In (B)(6) 2013, the pt complained of severe redness and ocular pain and an eye exam revealed neovascular glaucoma associated with rubeosis iridis. The eye was treated with avastin interocular injection and topical glaucoma drops to lower pressure. The treatment improved the pt's comfort, but did not completely resolve the rubeosis. Surgery to repair the retina detachment was performed on (B)(6) 2013. Retinal detachment and rubeosis were resolved after surgery (B)(6) 2013) and according to the most recent report dated (B)(6) 2014, the pt's iop has returned to normal.